Event description:
Same case as #6000093-2007-01132. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and surgery occurred. The pt presented with disease at the bifurcation of the non tortuous and moderately calcified diagonal (dx) artery and in stent restenosis of the non tortuous and moderately to severely calcified left anterior descending (lad) artery. A taxus express2 3.0x8mm drug eluting stent was placed in the proximal lad. The disease area of the dx and lad bifurcation was predilated with an unknown balloon. The physician used a double barrel technique to simultaneously stent the dx and lad. A taxus express2 2.5x16mm drug eluting stent was deployed in the dx and a taxus express2 3.0x16mm stent was deployed in the lad. The balloons were inflated to 12 atm's. The 3.0x16mm taxus stent delivery system (sds) was removed without difficulty, however, the physician encountered resistance when trying to remove the 2.5x16mm taxus (sds). The balloon was reported to be "stuck or jailed". The physician reinflated the 2.5x16mm stent balloon to 2 atm's, deflated it and waited 20-30 seconds. An 8fr. Guide catheter deep seated to the edge of the lad stent and the dx artery. The balloon finally came off the deployed stent inside the guide catheter. The physician used a 2.5mm balloon to post dilate the diagonal stent. The physician attempted to post dilate the 3.0x16mm stent, but was unable to cross the stent with a variety of balloons, including a quantum maverick balloon. The guide catheter had crushed the proximal edge of the 3.0x16mm taxus stent. The patient was sent for bypass surgery.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.